Event description:
It was reported that the patient experienced recurring incontinence with an advance xp male sling system. A new ams 800 artificial urinary sphincter was implanted. The patient condition following procedure was stable.